Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose at the time of the incident was 72 mg/dl. The customer states that the insulin pump screen had a crack and fluid got inside. Troubleshooting was provided but the blank display remained. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to severe corrosion on electronic board stack. Unable to perform self test, off no power test, unexpected restart error test, displacement test or current measurements due to blank display. Unable to verify partial display anomalies due to blank display. Device received with moisture damage on motor assembly and moisture damage on force sensor resistor device received with cracked battery tube threads.